Manufacturer narrative:
(B)(4). We received an image to review for this analysis. The instrument was not returned. This analysis is only associated with the pictures provided by the account. A review of the image shows what appears to be a enseal g2 art stra sealer 35cm (nslg2s35a). One of the images reviewed was of the distal portion of the instrument, the jaw. The image showed the upper jaw of the instrument present but detached from the jaw assembly. It also showed that the upper portion of the I-blade was lifted or broken. The damage to the I-blade is what allowed the upper jaw to detach. No conclusion could be made as to the reported issue based on the images provided. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cystectomy procedure; the blade broke inside the patient. The procedure was completed using same like device.